Manufacturer narrative:
The sample was returned for evaluation. To check the performance of the endoscope, a visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field; therefore, this complaint is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Terumo was made aware that the surgery was completed successfully with no patient effect.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, the endoscope was found bent and a picture could not be seen from the device. The product was changed out; however, the results of the surgery are unknown. Terumo is conservatively reporting this event due to the unknown information.